Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked on it. - oral-b [choking sensation]. Brush head fell apart...stem of the head broke away from the brush handle - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head fell apart. The stem of the oral-b toothbrush head broke away from the oral-b toothbrush handle while they were using it and they almost choked on it. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Almost choked on it - oral-b [choking sensation] brush head fell apart...stem of the head broke away from the brush handle - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush head fell apart. The stem of the oral-b toothbrush head broke away from the oral-b toothbrush handle while they were using it and they almost choked on it. No serious injury was reported.